Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was taken to the emergency room due to high blood glucose. The reported blood glucose was 225 mg/dl. Troubleshooting was performed and the insulin pump passed the required tests.